Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Insulin pump had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that the black part fell out of the insulin pump. Customer's blood glucose level was 400 mg/dl because she was on steroids, she mentioned that blood glucose level was not related to insulin pump. Customer reports that reservoir was able to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.